Manufacturer narrative:
Records indicate this lead remains in service. This investigation will be updated should further information be provided.

Event description:
It was reported this implantable defibrillation lead exhibited a high out of range shock impedance measurement. There was no evidence of noise in stored episodes. No adverse patient effects were reported.